Event description:
The customer reported that the blade started sticking during a sleeve gastrectomy. A piece of the device had broken off and fallen into the pt cavity. It was retrieved without harm to pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.